Event description:
It was reported that the pt has experienced constant pain since surgery on march 9, 2010.

Manufacturer narrative:
Eval summary: the devices remain implanted. Given the info provided, a definitive cause for the pain cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.